Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer. Customer would load a new cartridge to address the issue. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.